Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their sensor. The customer states the sensor has suspended for false lows. The customer's blood glucose level was 107mg/dl, and the sensor reading was 51mg/dl. The customer was advised the sensor would be replaced and returned for analysis.

Manufacturer narrative:
Findings: inspected 1 opened/used sensor and performed continuity resistance test. Sensor failed per specifications.